Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a explant procedure of their implantable cardiac monitor. During the procedure, it was noted that the header was pulled off of the device when the metal case was gripped with forceps and slipped off. The device was explanted without any further complications. The patient was stable throughout.